Manufacturer narrative:
Required secondary intervention. Evaluation: results: endoleak.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 12 months ago. Vessel morphology was straight forward. The pt did not have a left common iliac artery or left external iliac artery at the time of implant, so the physician implanted a bifurcated stent graft and two aortic cuffs creating an aui in 2008. The pt returned for routine follow-up CT and there was a type iii endoleak at the end of the aortic cuff that created the aui within the bifurcated stent graft. The physician placed three aneurx aortic cuffs, one 25.5 mm and two 24 mm and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.